Manufacturer narrative:
Additional information: h6: type of investigation, investigation findings and investigation conclusions. Additional manufacturer narrative h11: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Per the report received from germany, this valve model 6900p29c implanted in the mitral position was explanted from a 31 years old patient after an implant duration of approximately 8 years and 8 months due to severe valve degeneration with immobile leaflets leading to severe stenosis and severe eccentric mitral valve insufficiency grade IV. As per medical records, there were also mild chronic and active endocarditis. However, no fungi or gram positive bacteria were observed on microscopy. As per medical notes, the explanted valve was covered by an unremarkable endothelium with dystrophic calcifications observed on the commissures. No vegetations were observed. The patient was experiencing nyha iii symptoms and sts score of 0.721. The explanted device was replaced with a surgical edwards valve with no reported complication. Echo control after procedure showed no paravalvular leak and correct valve position.

Manufacturer narrative:
H11: additional narrative the implant date is known only as 2015. Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.